Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy throughout the procedure but especially during uretero-vesical anastomosis, the surgeon reported that there was involuntary clutching of the instruments from the surgeon console, with an error reading ¿surgeon head tracking: clutched. Look at 3d display to regain control.¿ the 3d display's tilt and height were adjusted and the surgeon glasses were replaced, but the issue could not be resolved. The surgeon was told to keep his head still with minimal movement and to continue to face he display directly. The clutching still occurred, despite no ergonomic difficulties being seen. The behavior continued to get worse towards the last third of the case and it seemed erratic and unpredictable. The case was completed despite the issues and there was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy throughout the procedure but especially during uretero-ves ical anastomosis, the surgeon reported that there was involuntary clutching of the instruments from the surgeon console, with an error reading ¿surgeon head tracking: clutched. Look at 3d display to regain control.¿ the 3d display's tilt and height were adjusted and the surgeon glasses were replaced, but the issue could not be resolved. The surgeon was told to keep his head still with minimal movement and to continue to face he display directly. The clutching still occurred, despite no ergonomic difficulties being seen. The behavior continued to get worse towards the last third of the case and it seemed erratic and unpredictable. The case was completed despite the issues and there was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the surgeon console experienced a headtracking issue in which the system frequently displayed a message stating, "surgeon head tracking: clutched. Look at 3d display to regain control,¿ and intermittently failed to recognize the surgeon¿s 3d glasses. The screen tilt and display height were adjusted, the 3d glasses were replaced and standard alignment checks were performed. The head tracker was also replaced. Following replacement, the surgeon console calibrated successfully, the head tracker light emitting diode (led) was illuminated and functional testing confirmed normal operation. Evaluation of the logs showed repeated occurrences of an error code indicating that the surgeon's head was detected as disengaged. Another error code occurred, indicating that tele-operation was prevented. These errors were recorded multiple times during the procedure. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the head tracking system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.